Manufacturer narrative:
Device is not available for evaluation as it remains implanted. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that it was found on xray that the locking screw has backed out of the implant. The patient will need to undergo a revision and the humeral head may need to be exchanged.